Manufacturer narrative:
(B)(6) 2019 - removed explant date. This device remains implanted. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2017 this device was not transmitting via home monitoring. The device was reset, reprogrammed and then the patient started transmitting to home monitoring. It was reported that the patient was not transmitting via home monitoring again in (B)(6) 2017. The device remains implanted. It was decided that since this happened twice, it should be reported.